Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok med clips 6/cart 84/box lot# 73f2100960 was manufactured on 06/29/2021 a total of 12,054 pieces. Lot was released on 07/20/2021. DHR investigation did not show issues related p/n (B)(6) is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production p/n (B)(6) hemolok l clips 3/cart 42/box, lot# 73l2100591, the samples were functionally inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The user was unable to lock a clip properly during a pneumonectomy. He/she was able to ligate all the other clips of the cartridge without problem. No reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The user was unable to lock a clip properly during a pneumonectomy. He/she was able to ligate all the other clips of the cartridge without problem. No reported patient injury.

Manufacturer narrative:
(B)(4). The customer returned one loose clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The lid stock was also returned, but the cartridge was not returned. The clip was visually examined with and without magnification. Visual examination revealed that the clip had a divot in the hook. The divot is indicative that a damaged or misaligned applier was used on the clip. The applier was not returned. Functional inspection was performed on the returned clip. A lab inventory applier was used. The clip was manually loaded into the ap plier and was successfully applied to over-stressed surgical tubing. The divot on the clip is indicative of using a damaged or misaligned applier which could have prevented the clip from closing properly. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not closing/locking" was confirmed based upon the sample received. One clip was returned. The clip had a divot in the hook which indicates that a damaged or misaligned applier was used on the clip. Using damaged or misaligned appliers could prevent the clips from closing properly. Upon functional inspection, the clip was successfully able to close onto over-stressed surgical tubing. It is unknown how the returned clip was handled during use and the applier used at the time of malfunction was not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
The user was unable to lock a clip properly during a pneumonectomy. He/she was able to ligate all the other clips of the cartridge without problem. No reported patient injury.